Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, unusual force was needed by the physician to insert the atrial lead into the device header. The field representative confirmed the terminal pin scarcely made it to the end of the port, but all lead measurements were stable. No adverse patient effects were reported. The product remains in-service.